Event description:
Discharge nurse called to report customer's high blood glucose of 500 mg/dl, which resulted in diabetic ketoacidosis. Customer stated that he had blurry vision, feeling exhausted and thirsty. During troubleshooting, the insulin pump's time and date are incorrect, assisted with correcting. Assisted with manual prime and rewinding, insulin did exit the tubing. Nurse requested additional insulin pump training for customer due to vision problems. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.